Manufacturer narrative:
Qn# (B)(4). The reported complaint of cuff leakage could not be confirmed upon investigation of the returned sample. The customer returned the actual sample for investigation. Based on the investigation of the returned sample, the product was able to be inflated and deflated without any issues and no leakage observed. A device history record review was performed, and no relevant findings were identified. Therefore, the complaint description stating that the cuff leakage could not be confirmed. No problem found on the returned actual sample; thus, the complaint could not be confirmed.

Event description:
It was reported that: "(B)(6) 2025, the doctor found cuff leakage when doing testing before using on patient. Change new tube."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "(B)(6) 2025, the doctor found cuff leakage when doing testing before using on patient. Change new tube."